Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that three days following an intraocular lens (iol) implant procedure, the lens was exchanged for another iol. The reason given for the explant was "power disparity". Additional information has been requested.